Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced slight dyspnea with quick walking and fatigue. It was noted that the left ventricular (lv) lead exhibited high thresholds. Lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.